Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that at 6:24 pm on (B)(6) 2017 the user programmed a pca dose + continuous infusion of hydromorphone 0.2mg/ml. The continuous infusion was programmed for a dose of 3mg/hr which calculated to 15ml/hr. The pca dose was programmed for 0.3mg. The 50 ml syringe selected at the beginning of the infusion had a detected volume of 49.2452ml. At 9:42 pm the syringe became empty. It is believed from the customer's report that the user intended to infuse a pca dose only infusion like the one that was programmed prior to this event. The root cause of the overinfusion was identified as user programming. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that a pca infusion of dilaudid 0.2mg/ml (50ml) was ordered to deliver a pca dose of 0.2mg with a 6-minute lockout. The infusion was started and three hours later, the syringe was found empty. The patient was given 2 doses of narcan, transferred to the ICU, and recovered without lasting effects.